Manufacturer narrative:
In (B)(4) 2012, reps from the rayner vigilance and research and development teams attended a meeting with the reporting healthcare professional. During this meeting, the healthcare professional stated that he believed that the repeat air bubble procedure was interacting with the lens either mechanically or chemically and also noted that there was good evidence to show that surgery causes a breakdown of the blood aqueous barrier. To raynor's knowledge, the intraocular lens associated with this report remains implanted. Despite various attempts made by vigilance personnel to obtain additional information on the reported event, no further data has been forthcoming from the reporting healthcare professional. Without the ability to examine the device and without clear event details being provided, a failure mode and root cause cannot be ascertained. Rayner intraocular lenses limited are unable to verify the reported case of opacification.

Event description:
Rayner intraocular lenses limited received notification from kent and canterbury hospital of an event that occurred following descemet's stripping automated endothelial keratoplasty (dsaek) surgery and repeat air bubble surgery. The event description provided indicates that the healthcare professional observed the development of opacification in the implanted rayner intraocular lens following these additional surgical procedures.